Event description:
Customer reports the injector just beeped, but would not function. Field service engineer reports; found that when fill/expel bar is moved in the expel position the ram runs in the syringe fill position. Customer reports via phone the failure was noted during testing of the injector. No pt involvement. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.